Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis. Type of fracture : compression fracture level at which the implant was performed : l2 procedure: balloon kyphoplasty it was reported that only the protruding cement part was snapped off. When they were trying to inject cement from the right pedicle using bfd, they could insert cement up to the 0.5 ml line, but then it suddenly became hard and they could not inject any more cement. When the bfd was pulled out because the bfd plunger did not advance, the cement was solidified (rod-shaped) as it was and could not be closed as it was, so it was broken at the height of the surface of the vertebral arch. Cement had not leaked into blood vessels or elsewhere. It could not be inserted into the vertebral body because it had hardened in the bfd when the cement was inserted. They had to break it because the cement remained rod-shaped. The rest of the cement other than the broken part is bound to the cement in the vertebral body and remains in the vertebral body. The skin incision cut was 5 mm larger than the original planned size because the rod-shaped cement had to be broken. It occurred during the same surgery. The product was used and the procedure was successful. The product was explanted partially. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Premarket identification: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.